Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion was pre-dilated with a 2.0x20mm balloon, unknown type. The physician attempted to place a liberte' 3.5x28mm bare metal stent to the 95% stenosed lesion located in the mildly tortuous and noncalcified bifurcation of the left anterior descending (lad) artery, but was unable to cross the lesion. Upon removal of the stent delivery system the stent stayed in the lesion and only the balloon was removed. No attempt was made to retrieve the dislodged stent. The procedure was not completed due to this event. No patient complications were reported. Patient status post procedure is noted as stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be operational context.